Event description:
It was reported that noise had been observed on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced.

Event description:
New information noted that the patient was in good condition following the procedure.